Manufacturer narrative:
Updated fields: h2, h6, and h11. Additional information: the da vinci surgical system was inspected prior to use and no issues were noted during its setup. The patient did not experience any post-operative complications. No video recording of the procedure is available for intuitive surgical, inc. (Isi) to review.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error occurred and patient side manipulator (psm) #2 looked like it had no power. An intuitive surgical, inc. (Isi) technical service engineer (tse) confirmed an error indicating that psm #2 had no power. The tse advised to the customer to perform hard power cycle of the system. The customer turned off the system. However, the system booted back up automatically with another error. As a result, the customer elected to convert the case to traditional laparoscopic surgery. Isi has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported issue. The fse replaced the halo link to resolve the issue. The system was tested and verified as ready for use. Isi has not received a da vinci product involved with this complaint to perform failure analysis.